Event description:
The patient reported that the suspect device was used with expired test strips, expiration date of 01/2002. The suspect device should display e, for error code when strips are expired. The suspect device allowed the expired test strips to be used. The e display just occurred for the first time on 2/2002, when the test strips expired one month prior.